Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during the procedure at the patient's home, when the physician attempted to replace the old device (placed may 31, 2011) the internal bolster detached and remained in the patient's stomach. The physician decided the bolster would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, during the procedure at the patient's home, when the physician attempted to replace the old device (placed (B)(6), 2011) the internal bolster detached and remained in the patient's stomach. The physician decided the bolster would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The exact age of the patient is unknown however, over 18 years old. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental manufacturer's report will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6) 2011. According to the complainant, during the procedure at the patient's home, when the physician attempted to replace the old device (placed (B)(6) 2011) the internal bolster detached and remained in the patient's stomach. The physician decided the bolster would pass naturally. The procedure was completed with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the device revealed feeding port and the medication port to be closed. The external bolster was located at approximately the 3 cm mark and was without issue. The internal bolster was separated from the device and was not returned. The distal end of the tubing presented no tearing. Remnants of the internal bolster remained attached the outer diameter of the tubing. There are stress marks around circumference of tubing most likely from internal bolster shearing off distally. The returned unit was consistent with the complaint incident that the bolster detached/separated. The bolster failure appeared to have occurred while undergoing tensile force during use. Bolster detachment during removal most likely occurred because of excess force to the device during removal causing the tubing to fail and bolster to detach. Therefore, the most probable root cause is operational context.